Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) thought their heard it emitting tones. Review of device data by boston scientific technical services confirmed there is no reason based on the data provided that the ICD would be emitting tones. However, an instance of a high out of range shock impedance measurement of greater than 125 ohms and oversensing of noise on the shock channel. No changes were made and the ICD remains in service. No adverse patient effects were reported.